Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to infection. Reportedly, the patient had some type of methicillin-resistant staphylococcus aureus (mrsa) infection. There were no additional adverse patient effects reported. The ra lead was explanted. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).